Event description:
It was reported that the pump was dropped in water and will no longer turn on. There is no reported adverse effect to the customer's blood glucose levels. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.